Event description:
A medtronic nt rep reported intermittent tracking issues during a frontal endoscopic sinus surgery (fess) after the incision was made. The procedure was completed with the use of the fusion navigation system. There was no impact to the pt outcome.

Manufacturer narrative:
Replacement part shipped (B)(4) 2012. RMA issued. Suspect part rec'd back (B)(6) 2012. MFR replaced system emitter, tested system, unit worked w/o issue. Investigation concludes the emitter was put in navigation mode for 6 hrs and no communication problems were observed. All coils on all ports remained green during test time. Device found to be fully functional.